Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. The 2.25x15 mm xience xpedition stent delivery system (sds) did not cross. During retraction of the sds from the anatomy, resistance was felt during retraction at the mouth of the guiding catheter. After retraction it was observed that there was a flared stent strut on the proximal end of the stent. A non-abbott 3x13 mm stent was able to cross successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide cath: guiding jr 3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficult to remove were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.